Manufacturer narrative:
Conclusions: a review of the batch mfg records was conducted. This review did not identify any non-conformance's and the batch met all finished goods release criteria. No conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly. The actual device associated with this event is not known. International affiliate reports the following possible products: lot: xc8gbjm0, mfg date: 03/2006, exp date: 03/2011. Lot: xd8hhpm0, mfg date: 04/2006, exp date: 04/2011.

Event description:
International customer reported that a pt presented with a wound dehiscence approx three weeks following hip surgery. The wound subsequently became infected that is attributed to poor wound management. The wound was cleansed and reclosed.